Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "pacer fault 116, pacer disabled" and "defib disabled" error messages upon power-up. Device also displayed "defib fault 72" error message when attempting to self-test. Complainant indicated that there was no pt involvement in the reported malfunction.